Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 30mg/dl and loss of consciousness. Paramedics were called and treated the customer with glucagon injections. Subsequently, the customer was taken to the emergency room. Reportedly, the customer had administered manual insulin injections while connected to the pump. Subsequently, the control iq software suspended insulin as intended on the pump. Recommendation was made to consult with health care provider regarding diabetes management.